Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with stripped battery cap coin slot, cracked battery tube threads, cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 700 mg/dl. The customer was shaking and was wobbly. The customer was calling to report that they could not remove the battery cap from the insulin pump. At the time of the phone call the customer's blood glucose was 300 mg/dl. The nurse also attempted removing the battery cap with a coin and a large flat head screwdriver, but was unsuccessful. The discontinuation of the insulin pump was advised. Nothing further was reported.